Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. A balloon pinhole in the balloon material was identified located approximately 10mm distal of the proximal markerband. The rated burst pressure for this balloon is 15 atmospheres as per specification. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified forearm shunt. A 4.5-4/4t/90 symmetry balloon was advanced for dilation. However, during the second inflation at about 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified forearm shunt. A 4.5-4/4t/90 symmetry balloon was advanced for dilation. However, during the second inflation at about 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.